Event description:
It was reported that the patient was scheduled to have the entire system explanted for unknown reasons. There were no known symptoms or complications associated with this event. Eight days later it was reported that the implantable neurostimulator (ins), leads and extensions were explanted on (B)(6) 2013. The patient stated that the device had quit working on his pain approximately six months after implant, but he had still been able to feel stimulation in the right leg, which was his painful area. However, it was unclear as to when the patient lost therapeutic effect as it was also reported by ¿two people involved in the patient¿s care¿ that the device quit giving the patient pain relief following a fall ¿about six months ago¿ and it had worked fine prior to the fall.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0527868v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3487a-33, lot# j0546658v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information reported that the patient had refused to be reprogrammed to see if therapeutic effect could be obtained. It was noted that no hospitalization was required due to the event. It was noted that the patient recovered without sequelae. If additional information is received, a supplemental will be submitted.